Event description:
The device was used during a vats procedure. Reportedly, the staples did not form properly and there was tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.